Event description:
Healthcare professional (hcp) reported two incidents of blood leaks with the CT-190g dialyzer with two separate patients. For each incident, the blood leak occurred at the start of treatment and was noted by the fresenius 2008k hemodialysis machine's blood leak alarm. Blood leaks were confirmed with positive hemastix. For each incident, blood from the extracorporeal circuit was not returned to the patient with an estimated blood loss of 200cc. Treatments were resumed with a new dialyzer and completed without incident. No patient injury or medical intervention was reported per hcp. It was reported that one dialyzer had been reused 13 times and one dialyzer had been reused 37 times.